Event description:
Reporter indicated that he was unable to interrogate a pt's vns therapy pulse generator. Through troubleshooting with the MFR rep, it was determine that his programming system was operating within normal limits. MFR performed battery life calculation with incomplete programming history, resulting in 2.55 years remaining until eri= yes. Pt was subsequently scheduled for a surgical consult to have her generator replaced because the physician believed it to be at battery end of service.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.